Event description:
Case description: batch numbers: novopen 4: dug0902. Investigational results: name of the suspect product: novopen 4. Batch number of the suspect product: dug0902. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: mixtard 30 penfill hm (ge). Batch number of the suspect product: pr7yg81. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case have been updated with the following information: batch number of novopen 4 updated. Investigational results added. Is nonreportable field updated as no. Malfunction field updated as no. Final report check box was ticked. Expected date of follow up report was deleted. Imdrf b, c, d, g codes were added. Narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device novopen 4 has not been returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Product handling error such as storing the device with needle attached between injections can affect the functionality of device. Patient's underlying medical condition of diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary. Name of the suspect product: novopen 4. Batch number of the suspect product: dug0902. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Since last submission the case have been updated with the following information current location of device updated device available for evaluation updated as yes narrative updated accordingly. Preliminary manufacturer's comment: 14-may-2025: the suspected device novopen 4 has been returned to novonordisk for investigation. Investigations are ongoing. Upon preliminary investigation, the fault could be attributed to incorrect handling of the device. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Product handling error such as storing the device with needle attached between injections can affect the functionality of device. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): pen sometimes didn't inject insulin [device failure], the piston rod doesn't move normally [device malfunction], hyperglycemia [hyperglycaemia], swelling at injection sites [injection site swelling], redness at injection sites [injection site erythema], the needle attached to the pen in between injections [product storage error], cloudy insulin [liquid product physical issue], patient used the dialling clicks to estimate the dose of the product [wrong technique in product usage process]. Case description: study ID: (B)(6) -novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 82 kg. Patient's height was reported as average 152-153cm . Body mass index was not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "pen sometimes didn't inject insulin(device failure)" with an unspecified onset date , "the piston rod doesn't move normally(device component malfunction)" with an unspecified onset date , "swelling at injection sites(injection site swelling)" with an unspecified onset date , "redness at injection sites(injection site redness)" with an unspecified onset date , "the needle attached to the pen in between injections (device stored with needle attached)" with an unspecified onset date , "cloudy insulin(product appearance cloudy)" with an unspecified onset date , "patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date and concerned a 690 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose, frequency & route used- 60 iu, qd (60 iu, qd (30 iu at morning and 30 iu at night))(started 6 or 7 years ago)), subcutaneous) from unknown start date and ongoing for "diabetes mellitus." Current condition: diabetes mellitus(patient suffered from diabetes mellitus from 15 years, unknown diabetes type). On an unspecified date, customer complained that patient had hyperglycemia(hospitalised), redness and swelling at injection sites due to technical issue in novopen 4 such as novopen 4 sometimes didn't inject insulin as the piston rod doesn't move normally. Patient complained this issue many times to the educator. Patient started using mixtard from 6-7 years. Patient suffered from swelling and redness at injection sites from 6 months and was not recovered. Patient had hyperglycemia (from 5 days), blood glucose (blood glucose) reached to 400 mg/dl and was hospitalised from 11 pm to 4 am but didn't take mixtard penfills in hospital and was completely recovered. Patient's last hba1c from two months was reported as 11 %. The patient used the dialling clicks to estimate the dose of the product the insulin used is suspension (cloudy insulin) and the patient re-suspend (rolled it between your hands) before use . There was no recent changed your diet or exercise level . The needle was attached to the pen in a 180 degree angle (straight on). The patient has recently changed from another novopen 4 to the current novopen 4 before the experienced event occurred, the cartridge holder didn't detach from the pen no injection was injected of the suspected product into a skin area with lumps lack of efficacy was not suspected. Batch numbers: novopen 4: mixtard 30 hm penfill: pr7yg81; action taken to mixtard 30 hm penfill was not reported. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "pen sometimes didn't inject insulin(device failure)" was not reported. The outcome for the event "the piston rod doesn't move normally(device component malfunction)" was not reported. The outcome for the event "swelling at injection sites(injection site swelling)" was not recovered. The outcome for the event "redness at injection sites(injection site redness)" was not recovered. The outcome for the event "the needle attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "cloudy insulin(product appearance cloudy)" was not reported. The outcome for the event "patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : probable; pen sometimes didn't inject insulin(device failure) : unknown; the piston rod doesn't move normally(device component malfunction) : unknown; swelling at injection sites(injection site swelling) : possible; redness at injection sites(injection site redness) : possible; the needle attached to the pen in between injections (device stored with needle attached) : unknown; cloudy insulin(product appearance cloudy) : unknown; patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible; pen sometimes didn't inject insulin(device failure) : possible; the piston rod doesn't move normally(device component malfunction) : possible; swelling at injection sites(injection site swelling) : possible; redness at injection sites(injection site redness) : possible; the needle attached to the pen in between injections (device stored with needle attached) : possible; cloudy insulin(product appearance cloudy) : possible; patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia) : unknown; pen sometimes didn't inject insulin(device failure) : unknown; the piston rod doesn't move normally(device component malfunction) : unknown; swelling at injection sites(injection site swelling) : unknown; redness at injection sites(injection site redness) : unknown; the needle attached to the pen in between injections (device stored with needle attached) : unknown; cloudy insulin(product appearance cloudy) : unknown; patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : unknown. Company's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia) : unlikely; pen sometimes didn't inject insulin(device failure) : possible; the piston rod doesn't move normally(device component malfunction) : possible; swelling at injection sites(injection site swelling) : possible; redness at injection sites(injection site redness) : possible; the needle attached to the pen in between injections (device stored with needle attached) : possible; cloudy insulin(product appearance cloudy) : possible; patient used the dialling clicks to estimate the dose of the product(wrong technique in product usage process) : possible. Event onset date was not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following: trained user changed to yes. Operator of device updated. New event added(cloudy insulin, patient used the dialling clicks to estimate the dose of the product, the needle attached to the pen in between injections). Narrative updated accordingly. Preliminary manufacturer's comment: 23-jan-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.